Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 24-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported a decrease in therapy success. The physician obtained imaging and noted that the spinal segment of the catheter appeared to be kinked. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The patient was taken to surgery. During the surgery, the pump segment of the catheter was trimmed at the pump segment and the spinal segment remained in place and tied off. A new catheter was then implanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.